Manufacturer narrative:
(B)(4). The device history review the product hemolok ml clips 6/cart 84/box lot# 73g2100364 investigation did not show issues related to the complaint.

Event description:
The hook of a clip was not locked at ligation. When the user tried to retrieve the clip it dropped from the applier, however, the clip was taken out of the patient. Another clip got detached from the applier before ligation.

Manufacturer narrative:
Qn# (B)(4). The customer returned one loose clip cartridge from unit of 544230 hemolok ml clips 6/cart 84/box for investigation. The loose clip was visually examined with and without magnification. Visual examination revealed that the pierced bosses on the loose clip were damaged. The sample appeared used as there was biological material on the cartridge. R & d engineering was consulted for this complaint issue. According to r & d, the observed damage to the broken clip is consistent with improper loading of the clip or with using damaged appliers. The appliers were not returned for investigation. Therefore, unintentional user error appears to have caused or contributed to this issue. Dimensional inspection was not required as a part of this complaint investigation. Functional inspection could not be performed on the returned clip due to the damage present on the clip. The device history review for the product hemolok ml clips 6/cart 84/box lot# 73g2100364 investigation did not show issues related to the complaint. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that unintentional user error caused or contributed to this event. The reported complaint of "broken/detached parts - clip - boss" was confirmed based upon the s ample received. One loose clip was returned. The returned clip had broken pierced bosses. R & d was consulted for this complaint investigation, and it was determined that the observed damage to the broken clip is consistent with improper loading of the clip or with using damaged appliers. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.